Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 08-jun-2024. The infusion set was in use for more than 2 days. The blood glucose levels during the event was reported 200 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.